Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced a low blood glucose (bg) of 39 mg/dl before dinner. The event occurred after the user announced a meal more than 30 minutes late, following a prior hyperglycemia episode between 11:30 am and 2:30 pm reported under (B)(4). The delayed announcement caused correction dosing overlap, resulting in insulin stacking and subsequent hypoglycemia. The user corrected the low with three glucose tablets and recovered. The user was counseled to announce meals at the time of eating and ensure announcements are made when bg is within the normal range. The user understood and will contact beta bionics if the issue recurs. No external assistance or medical intervention occurred.